Manufacturer narrative:
The e402 analyzer serial number is (B)(6). The calibration and qc data provided was acceptable. The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys troponin t hs assay results for 1 patient sample on a cobas pure e 402 analytical unit. The customer was performing a comparison between two analyzers and was prompted to repeat the sample has the e402 appeared to be producing higher results. The initial troponin result was 15.0 pg/ml. The sample was repeated on a e411 analyzer and the result was 11.14 pg/ml.

Manufacturer narrative:
Based on the calibration and qc data, a general reagent issue could be excluded. The investigation did not identify a product problem. The root cause of the event could not be determined.